Event description:
The customer reportedly obtained a 65 mg/dl and 323 mg/dl on the accu-check compact plus system within a 10 minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.